Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a gall bladder resection on (B)(6) 2021. After the surgery, on (B)(6) 2021 the patient developed a bleed during the follow-up and a second surgery was performed. On (B)(6) 2021 the patient had driveline power fault alarms. Log files were downloaded and confirmed this event on (B)(6) 2021 at 7:07 am. "Phase a decreased nearly to 0 and "percentage of driveline current" on phase a dropped also below 1. The redundant line kept the pump running and no further technical issues occurred. It appeared that the internal perc lead was damaged during the second look surgery. The hospital cleared the alarm but the issue persisted. The modular cable and system controller were exchanged as part of troubleshooting, but this also did not resolve the driveline power fault. The pump was running throughout and further steps would be discussed with the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file data confirmed a driveline power fault alarm; however, a specific cause could not be conclusively determined through this evaluation. Additionally, the reported damage to the internal portion of the patient¿s pump cable was not confirmed through the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 8.5¿¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 20.25¿¿. Approximately 4.5¿¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, visual examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portions of the pump cable revealed no anomalies or signs of damage to the internal portion. The pump header and pump-end bend relief appeared unremarkable. The lvad event and periodic log files retrieved from the returned device revealed low flow events which coincided with the patient¿s pump exchange surgery. Despite these events, the files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of this IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 under "anticoagulation" outlines the recommended anticoagulation regimen, including inr range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7, "alarms and troubleshooting", provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". This section also addresses all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook, is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. Additionally, this section addresses all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file revealed low power advisory and driveline power fault alarms captured on (B)(6) 2021 21:43:22 through (B)(6) 2021 07:26:30. These alarms are indicative of possible driveline damage. No additional photographs of the suspected damage were provided by the account. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not conclusively be established through this evaluation. It was reported the patient underwent a gall bladder resection on (B)(6) 2021, and after the surgery the patient developed a bleed during the follow up and a second surgery was performed. During the second surgery it was suspected that the internal per lead was damaged. It was reported no external power alarms were experienced on (B)(6) 2021 which were due to accidentally disconnecting both power cables at the same time. Driveline power faults were experienced on (B)(6) 2021. The controller event log file revealed multiple no external power, low power advisory, and driveline power fault alarms captured on (B)(6) 2021 21:43:22 through (B)(6) 2021 07:26:30. These alarms occurred when the device was connected to the power module. During the time where driveline power fault alarms were triggered, they were accompanied by a pwr a broken fault. The device operated above the low-speed limit for the duration of the log file. The controller periodic log files captured 2 driveline power fault alarms accompanied with pwr a broken faults on (B)(6) 2021 07:16:54 and 08:16:54. These alarms occurred when the device was connected to the power module. The device operated above the low-speed limit for the duration of the log file. The lvad event and periodic log files captured the device operating as intended. Additional information from the vad coordinator revealed that the suspected driveline damage was due to a possible incision in the driveline that could have occurred during the gall bladder resection surgery. It was reported that every external technical issue was excluded by exchanging the equipment. The patient is stable and was listed on the transplant list. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU and patient handbook contain information on how to care for the driveline and caution the user not to twist, kink, or sharply bend the driveline. The IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was presented to a transplant center for high urgent transplant listing due to his persistent dl power fault. The evaluation excluded him from this listing and the patient returned for the follow up. Together with the family and the patient, the clinic decided to go for a pump exchange was performed straight forward without any complications. The surgeon explanted the whole pump. Also the perc lead was explanted, except the velour cover which was hardly grew together with the tissue around, was not possible to remove. According to the surgeon the explanted driveline showed a very small damaged area of the formerly internal part which could be (it is suspected) contributed to the suspected dl damage during the gall bladder resection this summer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.